Event description:
The customer reported a loss of audio. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported a loss of audio. No pt harm was reported. Preliminary investigation indicates that the loss of audio was only during a facility power outage. This would be obvious to users and alternate monitoring of women in labor would be implemented per hospital procedures. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.